Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The product support engineer (pse) had the customer to check o2 supply and the o2 hose to make sure flow is not restricted. The device passed high pressure leak test. The pse advised customer to remove the o2 inlet port mounting screws and look for excess loctite and to check connection at the grounding terminal strip and clean the connection there. Follow up customer response: the v60 was adjusted and working to specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported during pvt failed o2 flow by not maintaining 40 psi at 140 lpm. Involvement: no patient involvement.